Manufacturer narrative:
The technician replaced the communication cable to resolve the issue.

Event description:
The account alleged the bed exit is not sending a nurse call to the nurses' station. No pt impact.